Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapsed and stress urinary incontinence on (B)(6) 2004 and mentor obtape was implanted. The patient underwent another procedure on (B)(6) 2006 and coloplast tutoplast fascia was implanted. Additionally, she underwent gynecological procedures on (B)(6) 2010 and mesh was implanted. It was further reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 concurrently with tvh, ap repair due to cystocele, rectocele. The patient underwent an insertion of (B)(6) on (B)(6) 2005 as a test for possible resupport. It was removed on (B)(6) 2005.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that mesh was implanted to treat pelvic organ prolapse. The patient had coloplast previously implanted on (B)(6) 2006. It was also reported the patient experienced pain, erosion, infection, urinary/bowel problems , dyspareunia and neuromuscular problems. It was further reported the patient underwent lift of vaginal wall, revision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent posterior colporrhaphy, enterocele repair and sacrospinous ligament vaginal vault fixation on (B)(6) 2012 due to vaginal prolapse and rectocele. (B)(4).